Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.